Event description:
It was reported that during the replacement procedure for elective replacement indicator a radio knife was used to make the incision. The device had "pacing failure" when it was removed from the patient's body and a polarity switch was noted to have occurred. The patient's heart rate was noted to be about 30 beats per minute. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.